Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left circumflex artery. A 3.00 x 38 mm promus premier was deployed and a type b stent edge dissection and slow flow was observed. The dissection was covered by deploying a 2.50 x 12 mm promus premier. The procedure was completed. Patient was stable and fully recovered.